Event description:
Product analysis (pa) was completed on the returned generator. The reported ¿pain/painful stimulation¿ could not be assessed in the pa lab. However, the septum was not cored, so there is no expected current leakage path associated with the generator. The reported ¿end of service (eos)¿ was verified in the pa lab. The generator would not interrogated at the pa lab bench, so full testing could not be completed. The measured battery voltage was 1.750 v, confirming an eos = yes condition. Other than the failure to interrogate, which is expected given the battery voltage, there were no additional performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Further information was received from the physician that the patient's device was dead when seen in clinic. Device was implanted and not followed-up with by the neurosurgeon. It was noted that patient had pain at the generator (over ipg at left chest) likely due to being thin. Physician does not have information related to prior settings or diagnostics. Pain was reported to first start years before patient was seen in office by the neurosurgeon.

Event description:
The patient's explanted generator was received for product analysis. The reason for explant was listed as "other - painful." Attempts for additional information have been made; no additional relevant information has been received to date. Product analysis on the returned generator is pending completion.